Manufacturer narrative:
The fusebox was returned to the endochoice service center for evaluation and repair. It was found that the capacitor failed, from which the baseboard of the processor will be replaced.

Event description:
A fusebox was returned to the manufacturer's repair facility with a customer report that there was a loss of image during a case followed by a burning smell coming from the fusebox processing unit. The fusebox was unable to reboot and the case was completed using another endoscope system. There was no report of injury or other negative health consequence to any patient.